Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant due to placement difficulties, high pacing thresholds and dislodgment. The lv lead was removed prior to pocket closure and an alternate lead was implanted without issue. No adverse patient effects were reported.